Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was unpacked during a percutaneous endoscopic gastrostomy insertion (peg) procedure performed on (B)(6) 2026. Upon checking of the peg kit, end user discovers a strand of hair inside the sterile packaging. The peg remains unused and unsealed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device.